Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, and cracked reservoir tube.

Event description:
The customer reported via phone call that she had a low blood glucose and a button error alarm. Customer's blood glucose at the time of the incident was 45 mg/dl. Customer stated that the pump said a button was pressed for more than 3 minutes. Customer was unable to clear the alarm. Customer stated that her clothes were wet and the pump may have become wet. Customer declined to troubleshoot for low blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer called back and stated that her old pump was working now. Customer was advised to use her replacement pump since the chance of another error is very likely.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.